Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified pelvic organ prolapse. A 1.2mmx15mmx142cm coyote balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured in vertical form. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.